Event description:
Home pt (hp) reports line of homechoice set was not priming completely. Hp reports he was "sweating" due to excessive air . Per rn, there was no pt injury or medical intervention as a result of incident.